Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device fails accuracy by +8.85%. The event happened during testing.

Manufacturer narrative:
D9: date returned to mfg.: 7/22/2025. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device fails accuracy by +8.85%" was unable to be confirmed/duplicated. Three accuracy tests were performed and all were within specification. Further investigation found the device was unable to retain time and date. Charged device for three days using cadd-solis a/c adapter. Replaced downstream occlusion (dso) seal as preventative maintenance. Performed downstream occlusion (dso)/upstream occlusion (uso) sensor calibration. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.